Event description:
My medtronic 780g insulin pump gave an error alert. At a glance, since I was driving, I pulled off road into parking lot. I had not seen this alert on screen before. The sound alert would not stop. I removed the battery. Luckily, I was near my home. I did not find alert icon in the product manual. I searched the internet. Others had reported images similar, and it is not an alert one can fix at home. I immediately called the toll-free medtronic line. The device had not been bumped or dropped. There was not any obvious reason for 'critical error" image and sound alert. Earlier that morning I received a 'low battery" alert and had immediately changed battery. No other alerts or issues with pump until 8-10 hours after the battery change.